Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56 serial#: (B)(4) description: avista MRI perc lead kit, 56 cm model#: sc-4319 lot#: 20728378 description: clik x MRI anchor the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms were fever, redness in the incision and tender to touch. The cause of infection was unknown. Antibiotics were prescribed. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing fine.